Event description:
After conclusion of extracorporeal circulation in support of cardiopulmonary bypass surgery, the occlusion device intermittently opened, closed and then jammed. It is possible that the user was unsure of the precise state of occlusion of the venous tubing. There were no adverse consequences to the patient as a consequence of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.